Event description:
The service report shows that the device breath rate was below minimum specs. When set at fifteen breaths per minute. The nellcor puritan bennett factory service technician inspected the device and adjusted the rate motor pcba. The unit passed extended testing. This report in not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.